Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sore sites due to sets. Customer's blood glucose was unknown. During troubleshooting, customer mentioned there were air bubbles in the reservoir. Customer declined troubleshooting. Customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient reported via phone call that her hcp feels she is allergic to the infusion set cannulas, which may be what is causing her pain and discomfort at the insertion sites. The patient asked for samples of a different infusion set to try. Samples sent. The patient did not which to troubleshoot.